Event description:
It was reported that the patient with this implantable pacemaker device experienced a shocking sensation or burning sensation where the implant device is. Boston scientific technical services (ts) advised the patient to discuss patient condition to physician. As of this time, this device remains in service. No adverse patient effects were reported.